Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. The cec adjudicated the patient suffered a non q wave mi (target vessel) 3rd udmi peri pci - mid lad.